Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and non calcified vein in the left forearm. Following the advancement of a non bsc guide wire, a 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, on the 1st inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a 3mmx4cm non bsc balloon catheter. No patient complications were reported and the patient's status was good.